Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email customer had high blood glucose levels. Customer's blood glucose level was over 600 mg/dl customer's mother advised the customer was swimming and took off their insulin pump which caused high blood glucose levels. Customer went to the hospital as a result of high blood glucose levels. Customer's mother did not feel it was the insulin pump that caused the high blood glucose levels.